Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power monitor) has been confirmed. Upon investigation the battery was unable to power on the monitor or recharge. The cause for the battery failure was isolated to a loose spot weld on the battery pack cells. The root cause for the loose spot weld could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery pack.